Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details. The cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details. The cause of the placement signal issue could not be determined without the returned product for investigation and sufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a (B) (6) year-old male patient with a past medical history of coronary artery disease (cad), diabetes, and renal insufficiency, presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the physician was suspicious of thrombus due to several observations. The device needed to be repositioned due to deep device position. Left ventricular (lv) signals were noted to be elevated at times. The hemodynamics of the patient were not aligning with the p-level of support and displayed flow parameters. The lactate dehydrogenase (ldh) values were initially in the 1,000's but never decreased below the 500's. Upon removal of the device, there was thrombus present in both the inflow and outflow areas. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 1.6l/min as intended. Thrombus (thrombosis) can occur due to inadequate anticoagulation. Thrombosis is an adverse event associated with impella's mechanical support.